Manufacturer narrative:
No malfunction suspected. The power wheelchair was evaluated and the incident could not be replicated and no malfunction was found. The end user was not wearing the seat belt at the time of the incident. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user stated while operating the power wheelchair it stopped suddenly and she fell.